Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise (isometrics) with oversensing, high pacing thresholds, and high out of range pacing impedance greater than 2000 ohms. Another ra lead was successfully implanted. No additional adverse patient effects were reported.